Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device during a procedure. It was reported intraoperatively that the site was having an issue completing a registration during an evaluation. Representative mentioned that the site uses 7 fiducials but they were only able to capture 3 fiducials when performing a touch registration on the device and therefore unable to initialize. No surgical delay was reported. No impact on patient outcome.